Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h4; h6 . The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: 2008. Visual examination of the provided picture found wear and the post has fractured off. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Review of complaint history identified no additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the arthroplasty implants. Suspected posterior polyethylene wear. No other abnormality. Alignment is maintained. Bone quality is osteopenic. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 13 years post implantation, the sales rep was contacted about a possible poly swap for a free body in a patient joint. This patient is a larger human and is an active individual, with a persona tka ps on the contralateral side. A scope was performed where the post was observed floating around in the joint. A poly swap was performed were a 14mm prolong poly was implanted and the knee was washed out. There was no obvious wear in the poly that would have suggested a failure of the post or the knee.